Event description:
The patient reported an erosion and the wound did not heal between the pocket site and needle entry site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient was hospitalized several hours after the procedure due to high body temperature. They were in the hospital for about 2 weeks and there was no determination as to what caused the fever. The patient is currently in an inpatient rehab hospital, recuperating well and expects to be discharged within the next few days.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, and implanting the stimulator after the expiration date have been ruled out as potential causes. However, the patient is diabetic which could have contributed to the occurrence, as the lead eroded due to wound not healing. A review of sterilization and packaging records for the respective product lot; it was confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to the wound not healing and the wound not healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is diabetic (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.